Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 7:32 a.m., the patient tested a fingerstick sample on the meter, resulting as 6.2 inr. At 7:36 a.m., the patient tested a sample from the same fingerstick on the meter and it resulted as 4.1 inr. At 7:41 a.m., the patient tested a sample from the same fingerstick on the meter and it resulted as 3.6 inr. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the results. The patient was asked, but did not provide his therapeutic range. The patient does not have anemia or antiphospholipid antibodies. The patient has no bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 207426-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter and one test strip were provided for investigation. The returned meter and test strip as well as the returned meter and one master lot strip were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr; donor 2 inr: 2.6 inr. Donor 1 hct: (B)(6); donor 2 hct: (B)(6). Testing results: donor #1: master lot: 2.4 inr; customer strip and meter: 2.3 inr. Donor #2: master lot: 2.6 inr; customer meter and master lot: 2.6 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. Upon review of the meter memory, the results of 3.6 inr and 4.1 inr are present, but the result of 6.2 inr is not present. All test samples were taken from the same finger and this could be a possible cause of the observed discrepancies. Per product labeling, the user is instructed to never add more blood to test strip after testing has begun or to perform another test using the same fingerstick.